Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was returned and visual examination of the product identified signs of repeated use (chipped/gouged) and a piece had fractured off the distal surface. The device was submitted for further analysis and determined that the features of the fracture surface were consistent with bending overload. The root cause remains unchanged at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated through photographic inspection and the reported event was confirmed. Visual examination of the provided pictures found that a piece of the trial had fractured off. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that during knee arthroplasty while the surgeon was trialing articular surface thickness, the trial was identified to be cracked upon removal. No adverse events were reported as a result of this malfunction.